Event description:
It was reported that a flogard infusion pump experienced an f-23 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The sample was visually inspected and functionally tested. The reported condition of an f-23 alarm was confirmed. The cause of the reported condition was due to damaged central processing unit board (cpu). No repairs were made, and the device was swapped. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. If any additional relevant information is received, a follow up MDR will be sent.